Event description:
It was reported that the lead dislodged. It was replaced with a lead of a similar type. No patient complications have been reported as a result of this event. Additional information was received reporting that there was also high thresholds, and that attempts to reposition the lead were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Other : it was reported that the lead dislodged. It was replaced with a lead of a similar type. No patient complications have been reported as a result of this event. Additional information was received reporting that there was also high thresholds, and that attempts to reposition the lead were unsuccessful. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated; dislodged, high threshold.